Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported a patient caused physical damage to the device. As a result, there was a loss of life due to device shortage at the customer site. The device was not in clinical use and a patient death was reported.

Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with the spo2 not working, the non-invasive blood pressure (nibp) pump leaking, along with the display bezel and side have cracks. Additionally, the handle kit and battery case are broken. The customer was provided a quote for parts/services. It is unknown how the issue was resolved. The customer has denied the quote provided, therefore the device will be returned, unrepaired, back to the customer site.

Event description:
It was reported a patient caused physical damage to the device. As a result, there was a loss of life due to device shortage at the customer site. The device was not in clinical use and a patient death was reported.